Event description:
It was reported by the customer's mother that their sensors not communicating info and the insulin pump alarmed lost sensor. Customer's mother stated that they charged the sensor fully and continue to receive the error alarm. During troubleshooting, customer was asked if the device sensor was flat against their skin. Customer stated it was. Next, customer was asked to attach the sensor to the charger. Customer stated the device flashed red and that they have never changed the battery before. Customer stated device is not functioning. Customer's blood glucose level was 210 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed and lost sensor due to faulty remote frequency board. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratches on reservoir tube window.